Event description:
A nurse of the facility reported to baxter (B)(4) of a flo-gard IV solution administration set in which roller clamp was missing. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed a double loop of tubing in the roller clamp and the roller was missing. No other tests were performed. The assignable root cause of the reported condition is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.